Event description:
Revision of a total hip arthroplasty approximately eleven years post operatively due to dislocation.

Manufacturer narrative:
Unable to investigate report as specific device and serial information was not available and the devices were not returned for evalaution.